Manufacturer narrative:
A revision surgery has not been determined at this time.

Event description:
On 1/28/1998 pt reported "gone through a number of tests, but still have considerable, constant pain...pain has not decreased at all since surgery...now it feels like the whole urethra business is pain/sore...it burns...where the clamp is, it feels like a piece of wire pulling on it..."on 2/18/98 pt reported "my whole urethra is very painful...especially while I'm urinating or during ejaculation...I can feel something on the cuff underneath where I sit...it hurts a lot...I had some blood in my urine during the testing at doctor's office...this burning feeling radiates all over my buttocks."